Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, they experienced several connectivity issues with their smart device. Patient deleted the application from the smart device, told the bluetooth on the smart device to forget the transmitter, the transmitter was then relinquished in the cloud, and the application repaired to the transmitter. No additional patient or event information is available.